Event description:
It was reported that the jaw of the instrument broke off during surgery. Although, the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B)(4): the inferior shaft is broken off from the centerline of the jaw pivot pin forward. The jaw pivot pin and the broken off portion of the shaft are missing and not returned for analysis. Optical exam of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.